Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # unk, hip-versys-unknown-head, lot # unk. Item # unk, unk trilogy longevity liner, lot # unk. Item # unk, hip-m / l taper-stems-unk, lot # unk. Item # unk, hip-trilogy-unknown-cups, lot # unk. Multiple reports have been submitted for this event. Please see associated reports: 0001822565-2018-05665,0002648920-2018-00722.

Event description:
It was reported that a patient underwent a revision surgery approximately 7 years post implantation due to allegations of metallosis, pain, instability, altr, trunnionosis, necrosis, and limited rom. Medical findings listed in legal document as follows: adverse local tissue reaction, left hip (cobalt metal reaction); alval (aseptic lymphocyte dominated vasculitis-associated lesion); trunnionosis with necrotic ¿dead¿ periarticular muscle; metal disease; corrosion found at trunnion of 36 mm femoral head with titanium dual modular neck; and, abnormal colored tissue with avascularity. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were update/corrected updated: reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Part # 00801803602, femoral head, lot # unk part # 00630505036, liner, lot # unk multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2018 - 00827 0002648920 - 2018 - 00828

Event description:
No further event information available at the time of this report.